Manufacturer narrative:
Investigation of the returned catheter revealed its tip was entirely broken off, and the broken tip was found fixed on the guidewire used in combination. There was no notable irregular with the guidewire. Close observation of the broken site showed the trace of breakage by excessive pulling force. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that the distal end of the catheter was trapped in the heavily calcified lesion when it was advanced over the guidewire into the lesion, upon pull back manipulation to the guidewire and the catheter, the tip was exposed to abrasive friction from the calcified lesion. Due to catheter removal manipulation the tip was broken off on the guidewire by the force exceeding the product design limit. IFU describes: as contraindications: do not use this microcatheter in advanced calcified lesion. As warnings: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) And as possible malfunctions and adverse effects ; "separation"

Event description:
Reportedly, to treat the heavily calcified lesion at #7 lad, after a guidewire was advanced through the lesion, other manufacturer's microcatheter was advanced over the guidewire to cross. The microcatheter could not cross the lesion, and was exchange with the subject catheter. The catheter was advanced over the guidewire. During the attempt to advance the catheter through the lesion, tip of the catheter was trapped in the calcified lesion. The guidewire and the catheter were pulled back together, and the catheter was entirely taken out from the patient body. It was found that the tip of the catheter was broken off and remained on the guidewire in the vessel, and was removed out using snare and other additional guidewires. There was no injury with the patient.

Manufacturer narrative:
(B)(4).